Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the performance data found an issue with the atrial high rate diagnostic data. There was a mismatch between atrial diagnostic data and cardiac compass with under-reporting of at/at burden. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing atrial fibrillation (af), but the cardiac compass graph did not represent the true burden nor show data collected to reflect that. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.